Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter was inserted into a pediatric patient on (B)(6), and today, during a routine x-ray, a foreign object was identified in the heart chamber. The child will undergo catheterization this afternoon, a cardiac catheterization will be performed for removal. Patient is currently stable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on june 18, 2025: child underwent PICC catheter placement on (B)(6) for antibiotic therapy in the picu. Catheter control x-ray did not show any objects (partially covered by electrode). On the x-ray taken on (B)(6) for discharge control, an object was identified. Venous catheterization was performed on (B)(6) with successful removal of foreign bodies, which appear to be guidewire fragments. Procedure without complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet was confirmed but the cause is unknown. A frontal chest radiograph and a photograph of the implicated 3cg wire fragment were returned for evaluation. The chest radiograph showed a right-sided catheter present with the tip over the svc. A small foreign material, consistent with a 3-4cm long wire fragment, was seen overlaying the left heart/lower lobe pulmonary artery. The photograph was of a wire fragment consistent with a 3gc stylet. Although a break in the wire could be confirmed from the returned images, the root cause of the damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One fragment of a tls stylet was returned for evaluation. An initial visual observation of the returned stylet fragment showed blood residues throughout the device. The stylet fragment had one significant kink along the device, and a secondary kink nearby which included a broken magnet within the kink. The break site of the polyimide tubing, and blue shrink wrap, were sharply formed edges and appeared to coincide with a break in one of the magnets. The type of damage seen on that tubing is most consistent with sharp kinking of the stylet tip, which potentially caused breakage of magnets, which could have resulted in breakage of the tubing. This complaint will be recorded for future trending and monitoring purposes.